Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise episodes were observed on the right ventricular lead during follow-up. The physician will continue to monitor the patient. The patient was in stable condition with no adverse consequences.